Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that when they get up to go to the bathroom they are leaking. Patient states this started a couple days ago on friday. Patient services walked patient through communicating with implant and patient was able to increase stim to a comfortable level. Patient also mentioned they were put under for 3.5 hours to have their original implant replaced and also have their bladder stretched and is now having difficulties remembering how to use the external equipment. Pt states it was replaced due to normal battery depletion. Pt states the doctor also put the current implant in a little deeper this time. Pt states they day after the surgery they couldn't pee and had to catharize. Pt states 3 days later they still couldn't pee so they had to wear a catheter for 9 days. Patient also mentioned they ran into the side of the door about a week after they came home from their replacement surgery and now it's swollen where the ins is located. Patient states one morning they were now able to pee out 12 ounces now that their bladder has been stretched and they've never been able to do that in the past. Pt also inquired about bowel indications. Pt mentioned having bowel issues before having any implanted device and is hoping this therapy can help with that as well. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and repeated therapy issues said can't get up in the morning without leaking and can't make it to the bathroom without leaking and leaks when washing dishes or water is running. Patient did make another adjustment today and said can feel stimulation more than before and confirmed sensation is comfortable. Reviewed therapy information and general programming guidance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.